Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was later explanted for normal battery depletion.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted tones and reached the elective replacement indicator (eri) due to charge times. No adverse patient effects were reported. This device is included in the mid-life display of replacement indicator advisory.